Event description:
A physician reported a patient who was skin tested on 15 january 1997 with no response and subsequently treated in the lip border on 18 february 1997. On 19 february 1997 the patient developed redness, pruritus, and swelling in the small area in the upper lip. On 16 april 1997, the physician prescribed oral antihistamines and oral anti-inflammatory medication. The symptoms were considered by the physician to be product related.